Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. The subject device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center using digital visual interface, had no image when connected to the storz monitor. The issue occurred during the installation of the hyland box. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the video system center using digital visual interface, had no image. It was advised to connect a new digital visual interface cable or try a serial digital interface cable with the monitor. The customer replaced digital visual interface cable and the issue was resolved. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.